Manufacturer narrative:
Correction/additional information b5: it was reported that a spectrum iq infusion pump did not infuse hydromorphone during patient infusion in the medical intensive care unit (micu). The bag of hydromorphone was set to a volume to be infused of 6.9ml. The nurse observed the bag was still full and checked the drip chamber and no drops were dripping into the chamber though the pump showed as infusing. The nurse disconnected the IV tubing from the patient and left the pump infusing to observe in any drops from the tubing; however they were non-existent. The infusion was transferred to a new pump with new infusion bag and new tubing. The patient did not experience any adverse event as a result and their level of sedation remained at an appropriate level. No further information is available. Additional information h6: type of investigation. Additional information h11: a review of the event history log does show an infusion of hydromorphone during the last days of use. At timestamp 10:48, the user updated the volume to be infused (vtbi) on the existing infusion and then resumed the pump at 10 ml/hr. At 11:19 the user updated the vtbi to 99 ml. At 18:06, an "upstream occlusion!" Alarm occurred. The user cleared the alarm and resumed the pump at 18:11. The user stopped the device at 20:36, and the remaining vtbi at the time was 6.9 ml. An upstream occlusion or partial upstream occlusion can impact flow accuracy. There are several warnings associated with upstream occlusions listed within the spectrum iq operator's manual beginning on page 2-11. Hould additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device is operating as intended. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The force sensor (no tube and scale factor) and the ultrasonic sensor calibrations performed as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not infuse hydromorphone during delivery in the micu department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.